Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. The reported patient effect(s) of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The adverse patient effect of death is being filed under a separate medwatch report #. The xience prime device being filed under a separate medwatch report #. ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries". (B)(4).

Event description:
Details are listed in the article, titled ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries". It was reported through a research article identifying xience prime and xience v drug-eluting stents that may be related to the following: myocardial infarction, target-vessel failure, early/late/very late thrombosis, revascularization, and death. No additional information was provided.